Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails on drawer 1 for the auxiliary were causing issues when opening and had difficulty from the left rail. A field service engineer (fse) replaced both side rails after verifying functionality. Once the rails were swapped, the drawer operated smoothly without any malfunctions or issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer rail on the right side was damaged. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.